Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. Event log history was performed and indicated that high alarm displayed: high flow admin set required was recorded in history. During analysis, the customer?s concern regarding latch alarming every time closed was able to be duplicated. It was noted that while attaching a cassette, the pump alarmed a high flow admin set message. The continuous rate was set at 500 ml/hr while the reservoir volume was set at 0 ml which set off the customer's concern of the alarm. Service lowered the continuous rate setting to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical pump alarms everytime the latch is closed even with multiple sets. There was no patient present at the time of the event. There were no reported adverse events.